Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has had the insulin pump and was calling to get a replacement pump. The customer has also reported high blood glucose event that occurred in the past. The customer's current blood glucose was 109mg/dl; high blood glucose was 400mg/dl during hospitalization. The customer was hospitalized due to diabetes ketoacidosis. The customer put the pump back after being discharged from hospital.